Event description:
It has been reported to us that during the procedure the guide catheter moved forward during an exchange of a stent, a dissection of the coronary artery occurred. The physician inserted the guide catheter into the patient. The physician inserted the stent delivery catheter into the guide catheter; however the device would not pass through the guide catheter. The physician removed the stent delivery catheter and exchange to another stent delivery catheter and the guide catheter moved forward, resulting is a dissection of the coronary artery. The physician attempted to treat the dissection by deploying a stent; however that was not completely successful. The patient was sent for a surgical procedure to treat the dissection. The patient is reported to be stable. The device will not be returned for evaluation.